Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed, the device had a third-party ceramic tip. Based on the results of the investigation, the most likely cause of the complaint is trace to user failure to follow instructions. A root cause could not be identified. According to instructions for use recommendation to contact olympus representative or an authorized service center if any items are missing or damaged. Also, per repair instruction page 24. Repair policy contact your olympus representative or an authorized service center for repair and warranty information. Repair guidelines follow the general repair guidelines in the system guide endoscopy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic tip of the inner sheath has been third party repaired. The issue occurred during maintenance. There were no reports of patient involvement.